Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems and bleeding. It was reported that the patient underwent excision of eroded graft and sutures on (B)(6) 2011 due to eroded graft and sutures and underwent pelvic exploration, excision of foreign material and excision of granulation tissue on (B)(6) 2011 due to persistent granulation tissue and bleeding. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order cystocele, rectocele, pelvic prolapse, hypermobility of urethra and urinary tract infections. It was reported that the patient underwent the concurrent procedures of anterior repair and paravaginal defect repair, sacrospinal ligament fixation, posterior repair and cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.